Manufacturer narrative:
The customer complaint of IV set ballooned in silicone segment was confirmed per picture received by the customer. It was observed per picture received by the customer that the silicone segment tubing had a ballooned bulge near the upper portion of the upper fitment no product will be returned per customer. The root cause of this failure was not identified.

Event description:
The customer reported that the IV tubing silicone segment ballooned while connected to a patient. This was discovered after the pump alarmed and the tubing was removed to troubleshoot. No patient harm reported.